Event description:
It was reported that the customer's insulin pump had condensation in the screen and looked foggy. The customer stated that there was a whitish glow underneath the screen. The customer's blood glucose was unknown. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.